Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off during the night and she woke up with high blood glucose of 469 mg/dl. The customer stated that the battery will die without warning. She also reported that the insulin pump is cracked at the end cap and she glued it to be able to prime. Customer explained that it was coming apart and insulin was shooting out during prime. Current blood glucose is 353 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.